Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/25/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was gently pulled back and found locked. The cartridge was correctly engaged into the device. No assembly defect was observed. Viscoelastic was detected in the device. The intraocular lens (iol) was not returned. There was no damage on the cartridge. The customer's reported issue could not be verified. Based on the product evaluation; a cause of failure related to the device manufacturing process was not determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed and no non-conformance reports (nc) associated to this production order were found. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model pcb00 +25.0 diopter) was inserted into the eye front-to-back. The surgeon managed to flip the lens into the correct position but some internal damage was caused to the patient's eye. It was also reported that the surgeon rotated the screw mechanism of the introducer before locking it into the position. Additional information was received and it was learnt that the damage to the patient's eye was a transient iris bleeding and hyphaema. The patient also experienced initial myopia due to the lens sitting in the sulcus. Pinhole to 6/12 on day 1 post op. The lens was repositioned on (B)(6) 2018. No additional interventions were performed and the patient was reported comfortable and happy with their vision. No further information was provided.